Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump, though the issue did not cause their blood glucose level to exceed 500 mg/dl. Technical support decided to replace the pump as it was under warranty, and the customer would use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The replacement pump would have updated software, and the customer was instructed on how to manage sensor sessions and prepare the old pump for return. The customer understood and acknowledged all guidance provided by technical support.